Event description:
It was reported that the patient presented with syncope and loss of consciousness with low flow alarms, driveline default, and low speed advisory / system controller default; they were admitted. X-rays were performed on the driveline and a bedside echocardiogram was taken. Log files were submitted for review. The log file captured persistent low speed advisory events through the log while using wall power. Driveline fault events starting (B)(6) 2024 at 242 were captured and continued for the remainder of the log. Low flow events were also captured intermittently in the log file as well. The cause of the alarm was due to a defected system controller. The syncope was due to a loss of power and decrease in left ventricular assist device (lvad) speed from 8800rpm to 3000rpm. The system controller was replaced and the alarms resolved and no power changes were noticed after the exchange. The patient was discharged on (B)(6) 2024.

Manufacturer narrative:
A1-a4: patient information requested but not available per account policy. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: catalog number: corrected. Section d4: model number: corrected. Section d4: primary unique device identification (UDI) number: corrected. Manufacturer's investigation conclusion: the reported event of a driveline fault alarm was confirmed via the submitted log file. A review of the submitted log file spanned approximately 9 hours (10may2024 from 02:41:09 to 11:33:18 per time stamp). Throughout the entire log file while connected to the power module, the driveline fault, backup mcu fault, backup battery fault, and time base fault alarms activated due to fluctuations on all 3 phases. The yellow wrench alarm was active during these alarms as well. The majority of the log file was comprised of low speed events with reductions as low as 2970 rpm, that were associated with low speed advisory alarms. There were no other notable alarms active in the log file. The system controller, serial (B)(6), was not returned for analysis. Additional information provided stated that exchanging the controller resolved the alarms, and then a cosmetic repair to the damaged outer layer of the driveline was performed. A root cause for the reported driveline fault alarm cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including driveline fault alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.